Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) battery had prematurely depleted. There were no consequences to the patient. Further information was requested but not received.

Manufacturer narrative:
Corrected data: explant date was previously not inputted. I has now been entered in field d6b and is (B)(6) 2022.

Event description:
Additional information received indicated the pacemaker (pm) was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: the awareness date was noted to be (B)(6) 2022 in MDR-2022-35103-01, but it should have been (B)(6) 2022.